Event description:
The hospital purchased roughly 150 of the aiv powermates. These are medical grade IV pole mountable power taps. The powermate has 3 duplex outlets intended to distribute power to infusion devices on an IV pole. The majority of the powermates are defective and requires replacement. As the pole clamp is tightened to secure the unit to the IV pole, the powermate plastic case spreads apart at the seams. This allows for liquid ingress, defeats the drip guard protection feature, and can be an electrical safety risk.======================manufacturer response for power outlet box for IV poles, aiv======================aiv states that changes have been made to the current design of the powermate to prevent this failure. There is no repair that can be made to correct the existing product that is in use.====== reporter's responses ==============the reporter indicated they put out of service 25 of these units and they estimate another 25-35 will need to be replaced. The device spreads apart as the clamp is tightened to the IV pole. They have been reporting these issues to the manufacturer for two years. The manufacturer redesigned the case, but as the clamp is hand tightened to the IV pole the plastic case spreads apart. This new design was about 1.5-2 years ago. Not all the devices they have are 6 years old. Some were purchased after 2005.